Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The pt underwent implantation of a c-flex aspheric 970c iol on (B)(6) 2014. Silicon was inserted into the eye during cataract surgery. On an unk date in the post-operative period the pt had an intravitreal injection of lucentis (ranbizumab) for diabetic retinopathy. The pt is also reported to have presented with hyphema in the anterior chamber although the healthcare facility states that this absorbed spontaneously. Silicon oil, bright blue (surgical dye), triamcinolone and lucentis (ranbizumab) all came into contact with the iol either during or after surgery. Silicone oil was removed from the eye on (B)(6) 2015. The iol was explanted on (B)(6) 2015. The lens has been retained and is being returned to rayner for analysis. The results of the device analysis will be provided in a follow-up report. The pt has diabetes mellitus and diabetic retinopathy. Rayner IFU's contraindicate "active ocular diseases'. Our review of product records for the c-flex aspheric 970c iol batch 042e35725 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (april 2012) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 042e35725.

Manufacturer narrative:
This section reads "the calcification of hydrophilic iols only occurs rarely. As the calcium deposition was limited to the anterior surface it could be assumed that the break-down of the blood-aqueous barrier as well as postoperative inflammations might be causative for this secondary iol calcification. The reason for the opacification could be the contact of the iol with silicone oil. Several authors reported that silicone oil contact may alter lens surface properties to simply water influx and therefore causing calcifications. It is also suggested that combined and repeated surgeries increase inflammation and calcium concentration in the anterior chamber which facilitates calcification. Granular deposits below the anterior surface of the iols can be responsible for such a decrease in visual acuity that patients require iol exchange. The cause for calcification of iols has not yet been fully determined and is believed to be multifactorial. Opacifications after vitrectomy are often localized in the pupillary area of the iols."

Event description:
Rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The distributor reports that the opacification of the iol was observed 32 days after implantation of the c-flex aspheric 970c iol.